Event description:
It was reported that there was a routine trach change. Cuff was checked before insertion. After trach change, 2.4ml sterile water placed in cuff. A while later, vent alarming low minute ventilation. Sterile water checked in cuff and found 1.8ml in cuff. They replaced original 2.4ml. A while later, vent alarming low minute ventilation, decision made to change trach. Upon inspection, the removed trach had begun leaking where the pilot balloon meets the trach. Trach replaced with a new trach. There was a patient involvement and there was temporary patient harm. An event occurred that was followed by treatment or intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and small pin holes not visible with an unaided eye. During the leak test air bubbles appeared when cuff inflated. The root cause for the investigation was unknown. A device history record (DHR) review could not be performed as the lot number was unknown.